Event description:
It was reported that during peritoneal dialysis (pd), the twist clamp of two (2) minicap transfer sets would not close. Subsequently, two patients experienced peritonitis. The cause of the event was not reported. It was not reported if the patients were hospitalized for or received treatment for the event. At the time of this report, the patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.